Event description:
It was reported that upon interrogation of the pulse generator, a parameter error message was displayed. The device was reprogrammed. The patient was fine and well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.